Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. During evaluation, the top slide self-activated during functional evaluation. An x-ray showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the left bumper was overlapped by the spring and the right bumper was bent by the spring. It was also noted that the stylet tang width was out of specification. Based on the finding that the top slide self-activated, the investigation is confirmed for self-activation of the cannula. The investigation is inconclusive for the reported self-activation of the stylet, as functional evaluation could not be completed due to the identified self-activation of the cannula. The identified bumper issues likely contributed to the incomplete cannula tang engagement and the self-activation of the device. It is also possible that the identified out of specification stylet tang width contributed to the reported event. However, the definitive root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy, in normal tissue, after the first sample pass, the device allegedly self-activated after the second slide was primed. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient injury.